Event description:
It was reported that the patient is not receiving effective therapy. Patient requested to have the system removed to be able to have MRI. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient is not receiving effective therapy. Patient requested to have the system removed to be able to have MRI. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.